Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on disconnected mode. A field service engineer found that the network cable was found to be connected to the incorrect port on the back of the device. The cable was reconnected to the correct port, and the machine was restarted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was disconnected from the server and was running under critical override. The issue had occurred before logging in and also displayed an error indicating it was unable to recover storage space. Customer tried to reboot and recover the storage space, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.